Event description:
The reporter stated an aq2015a silicone three piece lens was torn during loading but was not noticed until the surgeon inserted the lens. The lens was partially inserted and removed with no patient injury, no enlarged incision or sutures. A backup lens was implanted.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product found the lens optic torn, with a piece torn off and missing. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, the root cause of the event has been determined to be due to user error. It should be noted that the injector and cartridge were not returned for evaluation.